Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown/not provided. G4: additional PMA/510(k) number ¿ k133339 customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while placing the implants at tooth sites #30 and #31, when placing the healing abutment, the implants went past the cortical plate causing nerve damage. The implants were removed and the patient no longer wants implants. Symptoms as a result of the event: inflammation and parasthesia.